Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction procedure, after the surgeon entered the reamed femur with a 9.5 flipcutter, the cutter deployed but would not retract. The sales rep retracted the flip cutter for repositioning and still the cutter would not unlock. The surgeon tried a mallet to loosen the button by the chuck with no luck, the surgeon then placed the tibial guide over the flip cutter and tried to pull on it. Still, the cutter would not retract. A king fisher was then used to try and maneuver the cutter to retract with no luck. The surgeon cut the handle to try and get the wire to release with a wire cutter; rechecking and reamed back pulling the cutter out still in the locked position. Finally, the surgeon just yanked the cutter the rest of the 7mm out of the femur. The case was then completed with a button extender and the surgeon had to make the incision a little bit longer. The button was sitting flush and there was no compromise. Follow-up investigation: the ar-1204as-95 flipcutter device is being returned in two pieces: the flipped blade and shaft portion and the button portion that flips the blade. Rep states the flipcutter was cut just below that junction. No piece of the flipcutter broke during the procedure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the cutter tip was flipped in the reaming position, and the cutter tip was frozen. Furthermore, the inner and outer shafts' distal tangs were twisted and bent. The most likely cause of the blade not retracting is due to the excessive damaged seen at the distal tip. The cause of the event cannot be determined at this time. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction procedure, after the surgeon entered the reamed femur with a 9.5 flipcutter, the cutter deployed but would not retract. The sales rep retracted the flip cutter for repositioning and still the cutter would not unlock. The surgeon tried a mallet to loosen the button by the chuck with no luck, the surgeon then placed the tibial guide over the flip cutter and tried to pull on it. Still, the cutter would not retract. A king fisher was then used to try and maneuver the cutter to retract with no luck. The surgeon cut the handle to try and get the wire to release with a wire cutter; rechecking and reamed back pulling the cutter out still in the locked position. Finally, the surgeon just yanked the cutter the rest of the 7mm out of the femur. The case was then completed with a button extender and the surgeon had to make the incision a little bit longer. The button was sitting flush and there was no compromise. Follow-up investigation: the ar-1204as-95 flipcutter device is being returned in two pieces: 1) the flipped blade and shaft portion and 2) the button portion that flips the blade. Rep states the flipcutter was cut just below that junction. No piece of the flipcutter broke during the procedure.